Event description:
A report was received that the patient is experiencing pain at the pocket site and the physician has recommended a pocket revision.

Manufacturer narrative:
Additional information was received that the patient's pocket was revised and the patient was reportedly doing well.

Event description:
A report was received that the patient is experiencing pain at the pocket site and the physician has recommended a pocket revision.